Event description:
In the last 5 months this facility has had (B)(4) reported events in which the alaris IV pump 8100 allowed medication to free flow-either immediately following priming of the tubing and loading into the pump or prior to connecting to the pt or after connecting to the pt when the operator attempted to begin the infusion by opening the roller clamp. Fortunately there have been no adverse effects to the pts but the outcomes could have been catastrophic due to the medications being administered (propofol in some instances). Alaris is aware of the issues and have evaluated some of the pumps. The smartsite infusion set ((B)(4)) is used for infusions.